Manufacturer narrative:
Evaluation summary: an investigation of the reported condition was performed. The product was manufactured. The device history records was reviewed and indicated that the products were released accomplishing all quality requirements. A review of the complaint history of this product was conducted detecting no similar complaint received for the defective condition for this code reported in this complaint. A wearing test could not be conducted, as the returned sample was without any packaging and a contamination could not be excluded. Based on the statement from customer, that during a procedure, a large burn out of location of patient return electrode, on the buttocks of the patient was detected, the above tests were performed. All tests fulfill the requirements. The most probable root cause is that there were problems with the cable or the generator that causes the described issue or that the electrode was not correctly applied during surgery. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a large burn out of location of patient return electrode, on the buttocks of the patient.

Manufacturer narrative:
The hra6 is not sold in the us, there is not similar device from our manufacturer that is sold in the us and therefore this device is not MDR reportable. If information is provided in the future, a supplemental report will be issued.